Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
There was no - lift here - tab on the packaging. The cover sheets are delivered by external supplier. Based on the given information and the results of the investigation, we were able to identify a specific root cause for this issue. The external supplier did not manufacture according to specification. - lift here - tab was not stuck on the cover sheet. Patient safety was evaluated. Fit, form, function, safety and effectiveness are still given for the products on the market. Function is given because an implant can also be taken out of the package (blister) without the - lift here - tab. (Alternatively, the inner blister can be taken out with turning the packaging upside down.) An issue investigation has been initiated. No remedial, corrective, preventive or field safety corrective action is indicated at this point of time. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a ncb pp dist fem plate, r, 15 h, l. 317mm was implanted on (B)(6) 2015. During surgery it was detected, that the inner pouch did not have a lip to take out the inner pouch. The non sterile nurse had to flip the inner pouch on the sterile table.